Event description:
The 100cm fortress sheath was being used for an up and over approach. It was difficult to advance sheath and could only get it in about 70cm. It was getting stuck on scar tissue from a previous operation. It was decided by clinician that this would not work and the sheath should be removed to replace with the 45cm fortress. On removal the sheath was not seeming to come back. The doctor kept pulling the sheath and it almost doubled in size. Then the outer sheath snapped exposing the inner metal reinforcement. The doctor was able to grasp with forceps the outer sheath again and started pulling until it again snapped. It was decided a femoral cut down was to be done to retrieve the sheath. The sheath was eventually removed following the cut down.

Manufacturer narrative:
The IFU for this medical product defines following procedure for situation of a stuck introducer: "do not attempt to advance or withdraw the introducer.....if resistance is felt. Use fluoroscopy to determine the cause. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the introducer sheath. Continued advancement or retraction against resistance may result in serious injury, and./or breakage of the guide wire, introducer sheath, catheter or interventional medical device." No action from manufacturer side implemented. The design is reconsidered as safe and sufficient. Criteria for sheath is to withstand a min. Force of 22n without breakage. Warning about potential of breakage when applying strong force is given in IFU. The fortress introducer sheath system is manufactured since 2009 for (B)(4) and this was first incident reported about break of sheath. This could have been prevented if physician would have followed advice given in IFU and not would have tried to withdraw sheath by all means. The recent FDA inspection at contract medical international resulted in an observation related to MDR (medical device reporting). To address this observation, we have already sent to FDA a corrective action plan. Reporting of pc11020 is one outstanding action from the corrective action plan. This complaint is related to an incident on the (B)(4) market. With these incidents a surgical intervention was required and therefore vigilance report to the applicable (B)(4) authority was submitted. When cmi evaluated the complaint if MDR reportable or not, an incorrect decision was made, that it was not reportable, because the incident did not occur on the united states market.